Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one year after implant the pace/sense portion of the right ventricular (rv) lead was capped and replaced for an unknown reason. The high voltage coils of the rv lead remain in use. No patient complications have been reported as a result of this event.